Event description:
It was reported that the patient presented in clinic for routine follow-up. The pulse generator exhibited noise problem on ventricle channel. The device was reprogrammed and the patient would be monitored.

Manufacturer narrative:
(B)(6).